Event description:
The doctor had a problem with (B)(4). He said they were defective.

Manufacturer narrative:
Technical evaluation: the catheter has a slight kink 1.5 cm distal of the hub strain relief. This is the only proximal side anomaly. The separator teardrop is lodged approx. 1.0 cm from the distal tip. 1.8 cm from the tip is a spiral flat spot. From 16.8 to 17.6 cm from the tip is an ovalization and at 27.7 cm from the tip is a single axis bend. The separator appears to have been successfully introduced before the catheter kinked in the pt enough to keep the separator from passing back out of the catheter. Once trapped, the separator wire appears to have been vigorously manipulated until it failed. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on aug 28, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l13480). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13480) indicated that 100% inspection of the devices resulted in 51 rejects. The lot was associated with ncr 669 for hub scratches. The hubs were sorted and failed hubs were rejected. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.